Event description:
A caller reported a malfunction on their pump after it became unclipped from their waistband and fell to the floor. There was no adverse impact to the customer's blood glucose level. The technical support team provided instructions for resetting the pump, and the customer successfully completed the reset without the malfunction recurring. They were advised to continue using the pump and to contact support if any further issues arose.